Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) console cable is not working properly it was detected that the ECG cable is broken during a routine check. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name and city: (B)(6). A supplemental report will be submitted upon completion of our investigation.